Event description:
A pt svc rep (psr) contacted zoll customer after assisting a (B)(6) female pt to report that the charger/modem indicated there was a charger problem. The pt was provided a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (problem with charger) has been confirmed. The cause for the defective charger/modem is a shorted transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the defective the defective transistor cannot not be positively identified. No adverse event resulted from the damaged transistor or battery board. The pt received a replacement charger/modem.